Event description:
It was reported that there was noise on the right atrial (ra) lead. The lead was noted to be fracture due to the stress under the clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5076-58 lead implanted: (B)(6) 2011. (B)(4).